Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery and system board. The internal battery and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The system board was evaluated and was found to operate to design specifications.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, "service required" codes were found in the device's error log. The device's internal battery and system board were replaced to address the issues.